Manufacturer narrative:
The device intended for use was returned for evaluation. The reported problem was confirmed. The snap lock is the old style without the pin and is broken. A functional evaluation was performed and the reported problem was confirmed. Handpiece test t1=98. Snaplock nut loosens and jams during testing. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "error message(s)" identified similar events. The most likely cause of this event is the mechanical failure of the snap lock. As a part of corrective actions, more robust design of the snap lock has been released.

Event description:
It was reported that during the handpiece test in the admin screen in a cadaver lab, a handpiece motor control failure error occurred. The handpiece was swapped for its backup to continue the procedure without delays. No other complications were reported.